Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, and the pump touch screen was no longer functional due to the damage. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 497 mg/dl, a loss of consciousness, vomiting, and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen and touch screen unresponsive issues were verified. The alleged high bg issue was verified in the pump logs; however, functional/duplication testing was performed, and no failure was identified related to the reported issue.